Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected data: previous follow-up report indicated that no sample was available. A sample has since been received. The device code has also been updated. Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire, an advancer assembly and a lidstock. The guide wire appeared unused and had one kink and offset coils at 1.7 cm from the distal weld at the base of the j-bend, which was slightly opened. The advancer assembly was missing a rigid tube and protective cap, which is intended to prevent kinking within the kit. It was not reported if the cap and tube were removed by the customer or if they had come off during transit. A review of manufacturing records did not yield and relevant findings. If the cap came off during shipping it is possible for the j- bend to get damage through contact with other components or the tray. Since the wire was found damaged prior to use and the cap to the assembly was not returned, a potential cause is shipping and handling. No further action will be taken.

Manufacturer narrative:
Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The potential cause of this issue could not be determined based upon the information provided and without a sample. No further actions will be taken.

Event description:
It was reported that when the kit was opened the clinician noticed the tip of the guide wire appears to be twisted and bent. As a result, the device was not used on the pt. They do not know if there was a delay on treatment and there was no pt death or complications reported.